Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, noise signals on both non-scientific's right ventricular lead and right atrial lead were also noted, which led to inappropriate atrial tachycardia response (atr) episodes. Technical services provided the healthcare professional with programming options. Reprogramming efforts were performed. This pacemaker remains in service. Additional information received indicates that the device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, noise signals on both non-scientific's right ventricular lead and right atrial lead were also noted, which led to inappropriate atrial tachycardia response (atr) episodes. Technical services provided the healthcare professional with programming options. Reprogramming efforts were performed. This pacemaker remains in service.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, noise signals on both non-scientific's right ventricular lead and right atrial lead were also noted, which led to inappropriate atrial tachycardia response (atr) episodes. Technical services provided the healthcare professional with programming options. Reprogramming efforts were performed. This pacemaker remains in service. Additional information received indicates that the device was explanted and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.